Manufacturer narrative:
The received post-operative x-rays were reviewed and it can be confirmed that a total shoulder replacement is visible, based on this the complaint can be confirmed. However, no pre- or intra-operative x-rays were provided and therefore no further evaluation related to the need of the revision is possible. A device inspection was not possible since the affected device was not returned. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a patient underwent revision surgery using the blueprint planning feature. The humeral head was removed. It was a stryker reunion humeral head. The patient initially required a total shoulder but received a hemiarthroplasty. The amount of glenoid bone loss was the reason the surgeon performed a reverse. The patient needed a revision because of the excessive glenoid bone loss. The head was removed and a reverse tray was put on the stem to convert it to a reverse.

Event description:
It was reported that a patient underwent revision surgery using the blueprint planning feature. The humeral head was removed. It was a stryker reunion humeral head. The patient initially required a total shoulder but received a hemiarthroplasty. The amount of glenoid bone loss was the reason the surgeon performed a reverse. The patient needed a revision because of the excessive glenoid bone loss. The head was removed and a reverse tray was put on the stem to convert it to a reverse.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. The device has been discarded.